Event description:
It was reported that after the pocket was closed, the right atrial lead was found dislodged and inside the right ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.